Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using the solera 5.5/6.0 driver for the first time and felt that when fully tightened, the driver felt stiff. The surgeon used the driver to retract muscle and tissue while putting pressure on the shaft of the instrument. The threaded shaft came undone at half a turn, the surgeon then put a syringe around the driver to create a barrier. The surgeon alleged that when the screw is on the driver, there was play and the screw projection may change. The procedure was completed with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and gender were not made available by the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect device has not been returned to manufacturer for further evaluation. Return of this part is not expected.

Manufacturer narrative:
Device lot number and manufacturer date provided.